Event description:
It was reported that during a routine device check, the right ventricular lead was found to have higher impedance, change in threshold, and oversensing. An x-ray revealed first rib/clavicle crush/fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the conductor was fractured proximal to the rib/clavicle. It was also noted that distal end of the electrode was covered in blood (not obstructed), the outer insulation had a cosmetic depression, the inner insulation had a breach due to rib/clavicle, the conductor was distorted proximal to the rib/clavicle, the conductor had blood (not obstructed), and the outer insulation had a breach rib/clavicle.

Event description:
It was reported that during a routine device check, the right ventricular lead was found to have higher impedance, change in thresh old, and oversensing. An x-ray revealed first rib/clavicle crush/fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.